Event description:
It was reported that when surgeon began the process of registering for a cori tka procedure, when he took his tibia point they received an internal error. They hit ok and resumed the case and proceeded without issue. There was a minimal delay (fewer than 30 minutes). No injury to the patient.